Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR report #1627487-2018-01708, reference MFR report#1627487-2018-01710, reference MFR report#1627487-2018-01712. It was reported that the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken wherein the leads at the vertebral level l1 and l2 were explanted and replaced. Patient had effective therapy post-operatively and issue was resolved.